Manufacturer narrative:
The device was returned for analysis. The reported needle to cuff miss was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Corrections: e4 - initial report sent to FDA: updated from no to yes.

Event description:
Subsequent to the initially filed report: user facility medwatch report (B)(4) received that states "3 cuff misses despite changing the angle of deployment. X's 3. Reported to supplier. What was the original intended procedure? Information was not provided. What problem did the user have (check all that apply): device failed (e.g. Broke, couldn't get it to work or stopped working)".

Event description:
It was reported that closure of an unspecified access site was attempted using three prostyle devices relative to an interventional procedure. Reportedly a cuff miss [suture-retrieval issue] occurred with all three prostyle devices. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The two additional prostyle devices referenced in b5 are filed under separate medwatch report numbers.